Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiples bolus deliveries and all registered properly in the bolus history. No bolus anomaly or unexpected max delivery alarm noted. The unit was received with cracked battery tube threads, reservoir tube lip, scratched screen.

Event description:
It was reported that the insulin pump delivered several boluses that the patient did not program. It was stated that the device gave a max delivery alarm, which stopped the insulin delivery. It was stated that the patient also experienced low blood glucose levels. It was stated that the unit was uploaded into carelink, and no button pressing data was available. Nothing further was reported.